Manufacturer narrative:
The device would not turn on anymore. The customer realized that the battery was probably discharged, and the monitor was isolated from the mains. After recharging the battery, the device still did not turn on. They tried with a different battery and the device was able to turn on. The customer will charge the battery again, and if it is defective, it will have to be replaced at the conso masques sales representative. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter. A supplemental report will be submitted if new information is received at a later date.

Event description:
It was reported to philips by a customer that the unit will not turn on. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported the device would not turn on anymore. The customer realized that the battery was probably discharged, and the monitor was isolated from the mains. After recharging the battery, the device still did not turn on. They tried with a different battery and the device was able to turn on. The customer will charge the battery again, and if it is defective, it will have to be replaced at the conso masques sales representative. Further information is pending.

Manufacturer narrative:
(B)(6).